Event description:
It was reported that during an unspecified stenting procedure, the catheter froze on the guide wire. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. An unspecified guide wire was advanced and successfully crossed the lesion. The carotid wallstent 10mm x 31mm stent delivery system was unable to be removed from the guide wire. It is unk if the wallstent had been deployed, however, it was reported that a second stent of the same size was implanted without problem. No pt injuries or complications were reported. The pt's status is reported as "okay". Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device is unavailable for review, no direct product analysis will be available.